Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a elecsys e170 modular analytics immunoassay analyzer. The initial result was < 1.0 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned as the patient had a positive hcg + b result several days prior and was pregnant. On (B)(6) 2019 an aliquot was made from the primary tube and repeated on a different e170 analyzer with a result of 11,894 miu/ml. This result was believed to be correct based on the patient's clinical condition; the initial result was corrected. No adverse event occurred. The hcg + b reagent lot number was 32944605 with an expiration date of 30-sep-2019. The field service engineer (fse) visited the customer site and did not identify any issues. Precision testing was completed and the results were within specification. Calibration signals were slightly higher than expected. Qc failed the morning of the event but was repeated with acceptable results. Multiple short sample, abnormal sample aspiration and abnormal sample probe movement alarms were observed on the alarm trace from the day of the event. The customer did not provide any pre-analytical information. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.